Event description:
It was reported that the unit was bouncing/skipping during use. The grafts the surgeon attempted to harvest were coming out irregular

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the unit was bouncing/skipping during use. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported the surgeon stated that while using the device, it was bouncing and creating irregular grafts.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated air dermatome serial number (B)(4). Initial qa inspection of the air dermatome on (B)(6) 2018 revealed that the calibration was out of specifications at the 0 setting only. The motor speed was within specifications and the control bar was flush with the master blade. The customer hose and width plates were not returned for evaluation. Repair of the air dermatome was performed by zimmer biomet surgical on (B)(6) 2018 which included replacement of the bearings. Air dermatome, serial number (B)(4) was then tested and functioned properly. It was repaired, inspected and tested. The reported event, ¿the unit was bouncing and skipping during use¿ was not confirmed since during initial inspection the device functioned as intended. The reported event was not confirmed since the device functioned as intended during initial inspection; hence, a root cause cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Air dermatome, serial number (B)(4) was repaired, tested and returned to the customer.